Event description:
It was reported that the lead exhibited a loss of atrial sensing, a rise in ventricular capture threshold and a decrease in ventricular sensing due to dislodgement. The physician planned to reposition the lead.

Manufacturer narrative:
No medwatch form was received.